Event description:
Gaymar blanket dhp-813 in the set-up subassembly continually has holes causing the pt temperature to drop during open heart procedures. No pt injuries have occurred but does cause instability during the procedure.